Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker prematurely separated from the delivery catheter post-helix fixation. The leadless pacemaker remained adequately implanted. Inspecting the delivery catheter post-implant, the tethers were noted to be misaligned. There were no patient consequences.

Manufacturer narrative:
The reported events of premature separation and failure to align were confirmed. As received, a complete catheter was returned in one piece with blood noted at the distal cap. Visual inspection found the tether knob was in aligned position, but the bullets were misaligned. X-ray examination found the release tether slipped inside the release screw, as received. The cause of the reported events was due to slipped tether.